Event description:
It was reported that an extension set was missing a connector. This was noted before patient use. The patient stated that the end of the extension set had no fitting to which the cassette could connect, and that the missing component could not be found in the packaging. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.